Event description:
It was reported while using bd blood collection assemblies with male luer lock, blood leaked from the non-patient end of the device. This occurred with 5-10 devices. The blood samples needed to be redrawn as the tubes were soiled with blood. Blood exposure was reported but there was no report of post exposure testing or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is kdl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd blood collection assemblies with male luer lock, blood leaked from the non-patient end of the device. This occurred with 5-10 devices. The blood samples needed to be redrawn as the tubes were soiled with blood. Blood exposure was reported but there was no report of post exposure testing or medical intervention.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 20-nov-2024. Investigation summary: material #: mbc6010. Lot/batch #: 24010501. Bd received 10 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.